Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, patient was hospitalized on (B)(6), 2011 due to pain at implant site and the device was explanted on (B)(6), 2011; the patient has not been reimplanted as of the date of this report. This report is filed (B)(4), 2011.

Manufacturer narrative:
This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient developed meningitis on (B)(6), 2011 and the patient was hospitalized for treatment until (B)(6), 2011. The patient is currently being treated at home with steroids via a peripherally inserted central catheter (PICC line). The implanted device remains.